Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller was going blank and won't charge the lithium battery. One of the metal prong is bent. Caller (mdt rep) reported the patient received new controller and left plugged in overnight. In the morning after removing power adapter the screen would go blank. Caller is about 2 hours away from patient. Reviewed possible bent pin on battery. Caller does not have sn# - sent email to reply back w/ it so we can process (or have patient call). Currently patient is at work and does not have remote. Additional information was received from the patient. It was reported that they received the replacement battery pack and controller. Pt repeated previously documented information. Pt noted they been following the manufacturer representative's (rep's) instructions over the phone, but still could not charge their controller. Pt was unsure if they could charge their controller. Pt noted they could not charge their implanted neurostimulator (ins). The pt was asked to plug their recharger antenna (rtm) into the controller and initiate a charge session. Pt saw the implant set-up screenand advanced to passive recharge mode (100_100_100). The pt was asked to move the rtm around to see if the numbers changed, but the pt was at work and said they would have to call back. Reviewed passive recharge mode with the pt. Could not gather serial number ofthe rtm or trouble shoot further with the rtm because the pt was at work. Pt noted they felt "tingling" in their back. Could not gather clarifying information because the pt was at work. The patient later called back. Pt repeated previous information documented in this case. Pt mentioned they talked to one of the agents assisting them with charging their controller. Pt was sent a replacement controller and battery pack. Pt mentioned they called a rep today and the rep advised pt to call the manufacturer. Pt was unable to follow the rep's instructions on how to turn on their controller. Pt mentioned they were at work when the previous agent assisted them and agent told them to leave it since it was going through a cycle to make contact with their ins (ps understood passive recharge mode). Pt noted it didn't work and the rtm paddle started burning them and it was uncomfortable. Pt mentioned the paddle burned them twice and the paddle got hot real fast. Pt did not know if the paddle left a mark on their skin. A replacement rtm was sent to the patient. The patient reported that on (B)(6) 2022 their controller became unresponsive and the screen was blank. They tried resetting the controller but that did not resolve this issue. It was reviewed with the pt to try removing the battery pack and then plugging the controller into the ac power supply and then reinsert the battery pack. The pt noted that without the device they were hurting all night, so they were taking extra strength tylenol. Additional information was received from the patient. The pt called back and stated the controller screen went black yesterday during recharge of the ins. The pt reset the li battery and plugged the controller into the ac power and stated there is no green light flashing on the controller when connected to ac power and it was not charging. Pss emailed repair for the ac power cord.

Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# nlh143472n implanted: explanted: product type accessory product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3. Analysis was performed on [product ID 97755 lot# serial# (B)(6)] analysis found that there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.